Manufacturer narrative:
Concomitant medical products: product ID: 9734477, serial/lot: (B)(4), UDI: (B)(4). Hardware analysis could not confirm the reported behavior. The returned computer booted normally and was able to load exams from cd and universal serial bus (usb) into the ent and cranial applications. No fault was found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the navigation system could not load exams.

Manufacturer narrative:
Other relevant device(s) are: product ID: computer 9735225r rolling stone s7 rfrb. Manufacture date not available at the time of filing. A medtronic representative went to the site to test the equipment. It was reported that the computer of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that there were issues loading exams. No further information was provided. There was no patient present.